Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the lead migration was not determined. The provided information was confirmed with the physician/account.

Manufacturer narrative:
Analysis results were not available at the time of this report. Concomitant medical products: product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 10-apr-2018, UDI#: (B)(4) ; product ID: 977a160, serial/lot #: (B)(4), ubd: 10-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had a lead revision due to a lead migration. Patient was scheduled for routine replacement when the manufacturer was informed the leads had migrated cephalad. A lead revision was performed at the same time as replacement. Issue resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Product analysis#: 251803459: analysis information: 2020-06-17 15:05:45 cst pli# 30; product ID#: 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Continuation of d11: product ID: 977a160; lot# serial#: (B)(6); implanted: on (B)(6) 2014; product type: lead; product ID: 977a160; lot# serial#: (B)(6); implanted: on (B)(6) 2014; product type: lead; h3: product analysis of the implantable neurostimulator (ins) (serial number: (B)(6) observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.